Event description:
The consumer reported that since his MRI on (B)(6) 2016 he had a return of pain in his neck and the therapy previously covered 90% of the pain and now only overs 40%. The patient checked the device with the programmer which showed that stimulation was on and he was able to adjust stimulation but this did not resolve the issue. The change in therapy or symptoms was considered gradual. Further information received from the consumer reported that the pain was pretty severe when he was active. The patient was sent for an x-ray and the return of pain had not been resolved. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.